Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during the intraocular lens (iol) implant the plunger of the was jammed and lens would not advance. The surgery was completed with replacement lens during initial procedure. Additional information has been requested.